Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: b, c, e, g. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The reason for the reported revision due to infection cannot be conclusively determined; however, it may be related to an underlying patient condition. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
Pending investigation.

Event description:
As reported, the patient had an initial left tsa on (B)(6) 2004. The patient presented had an infection. The patient was revised on (B)(6) 2010. The case report form indicates that this event is definitely not related to device, definitely related to procedure. Outcome: resolved on (B)(6) 2010.